Manufacturer narrative:
Citation: orvin k et al. Long-term functional and structural durability of bioprosthetic valves placed in the aortic valve position via percutaneous rout in israel. Am j cardiol. 2019 dec 1;124(11):1748-1756. Doi: 10.1016/j.amjcard.2019.08.043. Epub 2019 sep 9. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding the long-term functional and structural valve durability in patients who underwent transcatheter aortic valve implantation with either self-expandable or balloon-expandable valves. All data were retrospectively collected from 3 centers between april 2008 and december 2011. The study population included 450 patients and was predominantly female with a mean age of 82 years. Of those, 310 were implanted with medtronic corevalve bioprosthetic valves. No serial numbers were provided. Among all patients, 236 deaths occurred during the 5-year follow-up period. No other details were reported. Based on the available information, medtronic product was not directly associated with the deaths. Among all patients, adverse events included: valve malposition that required second valve implantation, structural valve deterioration that required aortic valve reintervention, valve migration, mild-moderate-severe paravalvular and/or intravalvular leak, mild-mod erate-severe mitral regurgitation, ruptured valve, thickened valve leaflets, and increased peak/mean transvalvular gradients. Based on the available information, medtronic product may have been associated with the adverse events. No additional adverse patient effects or product performance issues were reported.